Event description:
Customer reported a malfunction alarm which resulted in a blood glucose (bg) level of 19.7 mmol/l. Customer reset the pump and the malfunction alarm cleared. Customer administered a correction bolus to successfully resolve the bg.